Manufacturer narrative:
Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. A non MDR reportable alert 944 populated, indicating magnetic distortion involving 20 pole b. There is no information regarding troubleshooting for this error. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: baylis medical transseptal needle. St. Jude medical agilis sheath. St. Jude medical sl1 8.5 french sheath. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a redo ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed and yielded 300 cc of fluid. Patient was reported to be in stable condition. Patient was transported to surgery for surgical intervention. Patient required extended hospitalization as a result of the adverse event and remained hospitalized at the time of complaint update. Patient was reported to be in sinus rhythm during the procedure. Lab results included an inr of 2.4. It is unknown during which phase the adverse event occurred. Factors cited that may have contributed to the adverse event include that multiple physicians were involved in the procedure and handled the catheters and sheaths. Physician¿s opinion regarding the cause of the adverse event is that it is unknown, but may have been related to transseptal puncture. Transseptal puncture was performed with a baylis medical transseptal needle. Sheaths in use were a st. Jude medical agilis and a st. Jude medical sl1 8.5 french. Generator parameters included power at 15 watts, temperature at 42°c, and impedance of 250 ohms. Generator settings at the time of injury included power at 15 watts (not titrated) and impedance in the 140s. Overall ablation time at the site of injury was 4 minutes. Last ablation cycle time at the site of injury was 15 seconds. Irrigated catheter flow was set at 30 ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained above 300 seconds.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a (B)(6) male patient underwent a redo ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. A non MDR reportable alert 944 populated, indicating magnetic distortion involving 20 pole b. There is no information regarding troubleshooting for this error. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).